Manufacturer narrative:
The customer's qc data shows a lower shift in qc recovery on the day of the event. The calibration monitor showed an issue with the na electrode. As calibration was repeated throughout the day, the na electrode results were acceptable. The alarm trace showed an abnormal probe sucking message. The customer's uses a centrifugation time of 6 minutes at 3,000 rpm. The malfunction is consistent with improper pre-analytical sample handling. The specific cause of the event could not be determined.

Event description:
The initial reporter questioned ise results on a cobas 6000 c (501) module. Based on the data provided, the sodium (na) results for 2 patient samples were discrepant. Patient 1 initial na result was 134 mmol/l. The repeat result was 143 mmol/l. Patient 2 initial na result was 120 mmol/l. The repeat result was 127 mmol/l. The initial results were reported outside of the laboratory. Patient 2 was treated and partially admitted based on the low results. The patient was not adversely affected due to the treatment. The repeat results were believed to be correct. There was no allegation that an adverse event occurred due to the device. The na electrode lot number was p1905 with an expiration date of 06-jan-2020. The field service engineer (fse) was unable to determine a cause for the event. The fse checked ise probe alignments, the proper operation of the ise bath, ise waste and ise pinch tubing. A 10 cup precision was performed between the c501 module in question and a different c501 module and the results were acceptable.